Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately eleven months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received from the physician reported the cause of death as ventricular fibrillation secondary to a myocardial infarction. The patient had presented to the clinic with right neck pain radiating to the right arm with nausea and decreased blood pressure. The patient coded at the registration area of the hospital, was resuscitated and admitted. The patient had a do not resuscitate order, had a ventricular arrhythmia and died. Past medical history was provided as: diabetes, hypertension, cerebral vascular accident and organic brain syndrome.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead implanted: (B)(6) 2006; 407645 implantable pacing lead implanted: (B)(6) 2006. (B)(4).